Event description:
It was reported that the patient's stimulation had been off for 4 days. It was noted that the patient received training but the programmer training received was minimal or ineffective. It was reported that the patient had a jolting sensation when they turned their device on. The patient was able to decrease the amplitude. It was noted that the patient was now on program 3 at 1.3v and was feeling stimulation. It was reported that the patient might want to turn stimulation up to 2.0v because they thought their health care provider (hcp) had them set at that. It was noted that the patient had an appointment with their hcp scheduled for (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va01jef, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).